Manufacturer narrative:
According to the ssu stated in the communication field on (B)(6) 2019 the technician performed as follows: the technician was onsite and exchanged the optical tacho board 70100.7815. The trouble removal,and the double-pump returned to normal operation. A similar complaint (B)(4) was already investigated on (B)(6) 2019. According to the life cycle engineering report# (B)(4) dated in (B)(6) 2019 following was performed: the failure was reproducible and the most probable root cause is a broken wiring of the tachoboard. The reported failure "head error" could be confirmed. The occurence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
A supplemental medwatch will be submitted after new information has been received.

Event description:
In (B)(6) it was stated that the hl20 had the error message "head" before operation. The replacement of the spare machine did not affect the operation. No patient harm or injury was stated. Complaint# (B)(4).